Event description:
It was reported that the left ventricular lead had 2 lead insulation breaks, and experienced decreased r-waves, and higher threshold. It was also reported that the right ventricular lead had low defibrillation impedance. The left ventricular lead was capped and replaced. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.